Event description:
A low reservoir alarm occurred. The patient's pump had not been managed or refilled for 5 years. Upon interrogation, a pump memory error was displayed. The reservoir read 10.2ml. The pump was last programmed in 2005; the patient had been without drug for several years. It was recommended that the pump be refilled with saline to confirm pump and catheter function prior to refilling with drug. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).